Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the left anterior descending (lad) artery. A 2.75 x 38 synergy¿ drug-eluting stent was selected for use to treat the lesion. However, upon insertion of the device onto the guide wire, the physician felt the stent to be ridged. The device was then removed from the guide wire and it was noted that the stent struts were kinked and sticking out. The procedure was completed with another synergy¿ stent. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Corrected upn- search from (B)(4). Corrected catalog/model # from 39262-3827 to 39262-3830.. Corrected device lot number from 0020080868 to 19870725. Corrected device expiration date from 06/05/2018 to 04/16/2018. Corrected device manufactured date from 01/04/2017 to 11/11/2016. Device evaluated by MFR: a synergy ous mr 3 x 38 stent delivery system (sds) was returned for analysis. A visual and microscopic examination of the crimped stent identified stent damage. Central struts were damaged; they were lifted from the stent profile and pulled in a distal direction. The outer diameter of the undamaged section of the crimped stent was measured which is within max crimped stent profile. The balloon was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found multiple hypotube kinks. A visual and tactile examination of the shaft polymer extrusion revealed no issues. A visual and microscopic examination of the tip found no issues. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was further reported that the device used during the procedure was a 3.00 x 38 synergy¿ drug-eluting stent and not a 2.75 x 38 synergy¿ des as what was previously reported.